Manufacturer narrative:
As reported, it was noted during removal that the tip of an emerald dgw .035 fc j3mm 260cm tef guidewire was almost broken off at the j-curve. The device was not in more than one piece. The device was removed in one piece. The procedure was completed successfully. There was no patient injury reported. The product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the devices. The device was stored in a cabinet storage in the cath lab. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The tip of the wire damage was found during removal. The device was used in the patient. The device was not returned for analysis. A device history record (DHR) review of lot 35233811 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿distal tip fractured¿ could not be confirmed as the device was not returned for analysis. The exact cause of the fractured tip could not be determined. Based on the limited information available for review, procedural and handling factors may have contributed to the reported event since the failure was noted during removal from the patient. As warned in the instructions for use, which is not intended as a mitigation, ¿never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt

Event description:
As reported it was noted the tip of the wire almost broken off of the dgw .035 fc j3mm 260cm tef where the j curve is. No patient injury was reported. The product will not be returned for analysis as it was discarded the product was stored and handled according to the instructions for use (IFU). There was no damage noted to the packaging of the devices. The device was stored in a cabinet storage in the cath lab. There was no damage to the device noticed prior to opening the package. There was no difficulty removing the device from the sterile packaging. The tip of the wire damage was found during removal. The device was used in the patient. The device was not in more than one piece. The device was removed in one piece. The procedure was completed successfully.